Event description:
On (B)(6) 2013 the (B)(4) office received this adverse event report from (B)(6). This spontaneous report was received from a (B)(6) physician concerns a female pt. She was injected with radiesse into the nose and nasolabial folds in 2013. A touch up was performed afterwards (date not provided). After the first injection, the pt was fine during several days. In 2013, after the touch up (date not provided), the pt developed pre-necrosis (not further described). The physician tried to remove the radiesse, but he could not remove it completely. He resolved the problem by asking another physician for advice. The pt visited another clinic in 2013. The physician denied providing further information regarding this pt. Follow-up information was received on (B)(6) 2014: in response to a query, it was stated that the pt suffered from necrosis. Further treatment and outcome could not be provided as the pt was referred to another clinic. It was stated that the reporting physician could not specify the stop date of the event.

Manufacturer narrative:
The injecting physician denied providing further information regarding this pt. The device history record for reported radiesse lot was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.